Event description:
Information was received that patient changed their site and inserted a 9mm cannula. Upon doing so, the pump immediately alarmed occlusion, and was unable to be cleared so the cannula was removed. No adverse effects reported.

Event description:
Additional information was provided indicating that there was no interruption of therapy noted. The subject would have had additional infusion sets available to use to continue therapy.